Event description:
(B)(4) 2014 - no injury alleged. Malfunction alleged. The plastic on one front caster has cracked. Consumer states they were pushing the chair and heard the wheel crack. Dealer states the wheel looks like it went off the curb because the tire is chewed up.

Manufacturer narrative:
(B)(4).

Event description:
No injury alleged. Malfunction alleged. The plastic on one front caster has cracked. Consumer states they were pushing the chair and heard the wheel crack. Dealer states the wheel looks like it went off the curb because the tire is chewed up.